Event description:
It was reported that the patient¿s stimulator had moved. It looked like the stimulator had come out of the pocket. The patient stated it was closer to the skin and had moved up her body, which was gradual since implant. The top of the battery back was over where the incision was. The patient had seen her physician and had another appointment in january 2015. Additional information about any interventions and the outcome was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).